Event description:
The customer reported discrepant troponin I (access® accutni+3¿) results, for two patients, involving the access® 2 immunoassay system. The customer noted the initial results were elevated and retested the patients' samples on an alternate access® 2 system and recovered lower results, within the normal reference range of the assay. The customer stated the false initial patients' results were not released out of the laboratory. Per laboratory protocol, all positive troponin I results are reanalyzed. The customer stated the negative results, from reanalysis, were reported to the hospital. There was no patient impact associated with this event. The customer performed assay calibrations and noted calibrations failed several times. Quality control (qc) was within specification on the day of the event. The customer performed system check and it passed within specification. Quality control was not performed after the discrepant results were obtained. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer belt and pulleys, wash wheel bearings, and luminometer after noting high dark counts. The fse performed system check which passed but the washed portion (%cv) was still high. The fse replaced the incubator belt, bearings and clips, and the wash pump rotor/stator assembly. The fse completed a successful high sensitivity system check and system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the wash pump rotor/stator assembly is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.